Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, battery did not to be charging. During internal inspection, header strip on power board assembly had broken loose. Despite several requests for part return and attempts to collect additionnal information, we did not receive anything that would allow us to go further with this investigation therefore the root cause of this defect remains unknown. If further information are provided later on we may re-open the complaint and pursue its investigation. Although it cannot be confirmed, a usability issue is suspected as a potential root cause of this event. To our knowledge this complaint is not being related to patient safety." This complaint is considered as misuse for this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: battery reported not to be charging. Found intermittent connection with power cable. Opened unit and found that header strip on power board assembly had broken loose. Moving onto pm. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.